Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to severe tr attributed to lead. After removal, no injury was noted and very little improvement of tr seen. Should additional information become available, this file will be updated.